Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a significant increase pacing impedances and threshold measurements over the past few months. A review of the stored electrocardiograms did not reveal any noise. Although the lead measurements are still within normal limits, technical services recommended that intervention and not wait for the associated device to reach replacement time approximately 1.5 years from now. The patient was evaluated by the physician and the decision was made to continue to monitor for now. No surgical intervention is planned at this time. The lead remains in service and no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.